Event description:
It was reported that following a car accident, the patient experienced zapping sensation and non-target stimulation in the arms. Program optimization was attempted and was successful in capturing pain areas. The patient was reportedly doing well and the device remains implanted and in use.